Event description:
Information received indicates the bed has not power or battery backup and the led's are not lit.

Manufacturer narrative:
The technician replaced the power control module to repair the bed.